Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he dropped his insulin pump and only the top right corner of the display was visible. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer mentioned receiving an unexpected restart alarm and the buttons became unresponsive. A displacement test could not occur due to the non-functional display. No visible damage was reported. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding on lcd glass. Unable to perform functional testing's including error test or verify blank display due to cracked and bleeding on lcd glass. The insulin pump had minor scratches on lcd window and broken reservoir tube lip.